Event description:
It was reported that the insulin pump alarmed button error and had cracks in it. The blood glucose reading was 277 mg/dl. No significant events leading to the alarm were observed. The caller did not know how the insulin pump got cracked or why the device alarmed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The device had no button response due to corroded keypad traces. The unit had a cracked case at the display window corner, minor scratched display window, cracked belt clip slot, scratched reservoir tube window, and cracked reservoir tube lip.